Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that the insulin pump alarmed compromised force system sensor and has been in the hospital for the past week for low blood glucose. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. The nurse indicated that the low blood glucose was not caused by the pump and troubleshooting was not necessary.

Manufacturer narrative:
After further review of the complaint, it was determined event type sections were filled out incorrectly in the initial complaint. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.